Manufacturer narrative:
A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The march 2010 navilyst medical complaint report was reviewed for the presence of trends in the vaxcel pasv PICC product family and the failure mode of "hole in catheter." No trends were identified. The returned catheter was noted to have a jagged tear/rupture located between the 17cm and 18cm marks. No molding defects, such as pinch marks, were observed. Measurements were taken of the catheter ID, od, and wall thickness. All measurements were found to be within specification. No occlusions were found within the catheter lumen, so it is unlikely that over-pressurization would have caused the failure. Process controls in place for this device include a 100% visualization of the catheters for damage or defects, as well as 100% leak testing of all catheters, and a guidewire check for lumen patency. The directions for use packaged with this device caution against the use of sharp instruments near the catheter and advise on maximum pressure to be used when flushing or administering fluids. Although the exact root cause of the damage is unable to be determined, this is not considered to be the result of the mfg process. (B)(4).

Event description:
As reported, after a PICC device was placed in a pt's arm, there was found to be a hole in the catheter inside the vein. The device was replaced with no harm or complications to the pt. The used catheter was returned for evaluation.